Event description:
In summer of 1992, pt experienced marked back pain. She saw orthopedic surgeon and had x-rays, MRI and cat scan. Diagnosis was spondylolisthesis and she received physical therapy unitl surgery on 11/6/92. Device was used for bone graft and fusion of c5-s1. On one yr f/u exam, x-ray showed that at least one screw had broken since 4/93 (6 month f/u appt). On 1/17/94, screws and plates removed (2 screws had broken) and due to nonfusion, pt's spine was reinstrumented with rods and screws, bone graft and fusion. On 2/18/94, her back was fused anteriorally. Approach was abdominal to augment 2nd instrumentation. After 2nd surgery, pt requested to keep her screws and plates and they were given to her. One plate appears as though it was put in backwards/upside down.